Manufacturer narrative:
The customer performed troubleshooting of the sys while on the telephone with bci personnel. The customer was instructed to clean the electrolyte injector cup and flush the ise flowcell with cleaning solution. The customer agreed to monitor and call bci back if there were any more occurrences. As of (B)(4) 2008, there customer had not called back with further problems. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for add'l reportable events. This MDR represents event 1 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 2050012-2011-03932, MDR 2050012-2011-03933.

Event description:
The customer contacted beckman coulter, inc (bci) to report that three of their unicel dxc 800 synchron clinical sys were experiencing low anion gaps after the latest software upgrades and after performing weekly flow cell maintenance. The customer reported that chloride (cl) results have been found to be erroneously high. This event affected an unk number of pt samples. The erroneous results were not reported outside of the lab. There are no reports of death or serious injury related to this event. Upon repeat testing, the anion gaps were found to be higher and the cl results were lower. The sodium (na) and carbon dioxide (co2) results are also used to calculate the anion gap were not significantly changed. A quality control (qc) run prior to the event gave results within the lab's established ranges. The problem occurred after the automated weekly flow cell maintenance procedure was performed. However, from the info provided, a clear root cause cannot be identified. This is report 1 of 3 for sys 1 of 3.